Manufacturer narrative:
Based on the information provided, the root cause of the customer reported intra-operative complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of 04-aug-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a mild airway bleeding prevented further biopsy of the rul. The cause of the intra-operative complication and blood loss volume are unknown. Furthermore, it is unknown what medical intervention, if any, was rendered in order to control or stop the bleeding. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, a mild bleeding prevented further biopsy of the right upper lung (rul). On 08-aug-2022, intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information. The physician did not think that the ion system caused or contributed to the event. It was reported that the patient experienced a mild airway bleeding, and the physician could not see anything due to blood obscuring the view from the vision probe. At that point, the physician indicated that he stopped. The cause of the bleeding and blood loss volume are unknown. It is also unknown how the physician was able to control or stop the bleeding. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Isi has reached out to the customer to obtain additional information regarding the event but has not yet received a response.